Manufacturer narrative:
The reported field event of failure to communicate was confirmed upon receipt. The device battery was above eri upon receipt. A longevity calculation was performed which showed normal device battery depletion. The loss of communication was determined to not be related to device battery voltage. A manufacturing investigation was opened to investigate the failure to communicate, however, a root cause could not be identified.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, premature battery depletion resulting in an inability to interrogate was observed on the device. Technical support was contacted and believed the battery depletion was due to frequent charging of the device after providing appropriate therapy for episodes of electrical storm. The device was explanted and replaced to resolve the event. The patient was in stable condition.